Event description:
The customer reported that there is no audible tone for the set alarm. No patient harm was reported.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.